Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D10: device physically received at final investigation site. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported the event occurred intraoperatively on (B)(6) 2020.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6: the complaint device was not received for investigation. The investigation is based on the images provided. The images were reviewed, and the complaint condition could be confirmed since the device appears to be leaking. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H4, h6: a device history record (DHR) review was conducted: the DHR of product code 283910000-13, lot 247515, was reviewed and no non-conformances were observed during the manufacturing process. The product was released on july 18, 2019. Qty. (B)(4) the DHR was electronically reviewed. H11 corrected data: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record has been requested. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H11: d4: lot number provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date during the vertebroplasty surgery the patient indication to a fresh compression fracture of lumbar vertebrae l3. This device has leakage issue, too. The procedure was completed successfully without delay reported. There were no patient consequences. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10 h3, h6: the DHR of product code 283910000-13, lot 247515, was reviewed and no non-conformances were observed during the manufacturing process. The product was released on july 18, 2019. Qty. (B)(4). The DHR was electronically reviewed. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the confidence spinal cmt sys, 11c (part # 283910000 / lot # 257450) was received at us customer quality (cq). Only the confidence pump assembly was returned, the cement reservoir was not returned. The sterile water has been completely emptied from the confidence pump assembly. The tube that connects the pump body to the elbow connector has been cut. Due to the cut condition of the tubing, the water may have emptied through the tubing. Functional test: since there was no more sterile water in the pump, and the tubing was cut, functional testing could not be performed with the returned device. The complaint condition of a leak could not be confirmed as the returned device had no more sterile water present was not able to be functionally tested. The components of the device were able to be successfully assembled and disassembled. The overall complaint for the physical device investigation was not confirmed. Can the complaint be replicated with the returned device(s)? Unable to be performed; due to the returned condition of the device, the complaint condition could not be physically replicated. Dimensional inspection: since the leakage was not able to be replicated, dimensional inspection was not performed as the device appeared to disassemble and assemble correctly with no issue. Document/specification review: drawing(s) reviewed: current & manufactured revisions confidence pump assembly confidence pump body assembly conclusion: the overall complaint was not confirmed for the received confidence spinal cmt sys, 11c as no leakage was observed during physical investigation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.